Event description:
It was reported to philips that the battery has low indicator. The service engineer evaluated the device. The service representative performed checks. The results there were no battery low indicators or alarms. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.